Manufacturer narrative:
Device available for evaluation. The biomedical engineer reported that the multi gas unit would not hold a calibration. He constantly had to recalibrate the gas unit. The clinicians stated that the unit was not accurate. They were planning on sending the unit in for repair, however after several attempts at arranging this, the device was never sent in. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the calibration will not stick on the multi gas unit. The biomedical engineer is constantly having to recalibrate the gas unit. The clinicians state that the machine is not accurate. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the calibration will not stick on the multi gas unit. The biomedical engineer is constantly having to recalibrate the gas unit.